Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and verified the reported condition. The assignable cause was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the luer at the patient end. This occurred during infusion of sodium bicarb, and was reported to have resulted in a blood loss of "less than 100ml". There was no patient injury or medical intervention associated with this event. No additional information is available.